Manufacturer narrative:
Tecan received the logfiles from the customer. The analysis of the logfiles and information provided by the customer indicates that the device did not perform as intended. A malfunction was confirmed in sample tracking software v1.1. While the software does generate reports for sample lds and will show the mismatch, the generation of the report is optional and must be selected by the user. The instructions in the application software manual for connecting clients indicate to use "connect all" which can provoke the bug generating loss of data and mismatches when multi-instrument mode is in use and one or more of the instruments is actively running. The software bug investigation has indicated that multiple error conditions must occur to provoke the bug: (1) multiple instruments are connected and running, (2) the communication to the sample tracking server is lost on one instrument (3) the user attempts to reconnect (4) a software warning message at the end of the run is not understood (5) the operator did not save the scan .csv file (file with sample barcodes) and did not compare to the output report. If all of these conditions occur, then there is the possibility that the bug will occur with potential impact on sample identification/traceability. Based on this rare possibility, tecan is reporting the malfunction. In this specific event from the complaint, the lab detected the mismatch. There are no other known occurrences. The manufacturer's investigation to determine the root cause is ongoing. A follow up report will be provided to the FDA when further information is known.

Event description:
Tecan was informed on (B)(6) by the customer that their sample tracking software used on tecan freedom evo is not correctly capturing the sample data. They have an archive of the scan .csv file in the script so they know it was scanned by the barcode reader. The sample ID entries in the sample tracking reports do not match the scan .csv files and the sample tracking report for one plate is missing the last 16 samples. The complaint did not lead to death or serious deterioration in the health of a patient or user. The laboratory confirmed the instrument is used for research use only and not for clinical diagnostic testing. Tecan is proactively investigating the occurence of this issue in similar systems.

Manufacturer narrative:
A CAPA has been opened to identify the root cause of the software bug. Although the sw bug existed, the issue is detectable. The sample tracking software add-on reads bar codes applied by the user on various labware such as tubes and plates and associates that bar code with the labware or position on the labware. The bar code applied to the labware will remain correct. The software generates reports on what has been pipetted or moved where. Therefore, the report provides the operator with a measure of process security to review that a process has been completed properly. It is possible that the sample tracking report could provide incorrect output (unidentified or mis-identified) if errors are not resolved. Information from a sample tracking report is not actively transmitted to any other system. It simply exists as an output file. Any labware taken off the evo instrument would still contain the user applied bar code and remain with correct identification. In the sample tracking manual it requests the review of log files for error messages and decision on the validity of the data. See chapter 5.2.9 of the sample tracking (st) manual: 5.2.9 after the run: after the run, please check the following: check the error/warning messages in the sample tracking server. Refer to section 6.1.3.8 "errors and warnings", 6-12. Examine the log file, if there are such messages. Decide on the validity of the st data. Make a query to prepare a report, as required. Refer to chapter 7 "reporting", 7-1. The probability of occurrence of harm from this issue is estimated to be rare as a warning message is available to the operator and entered in the log file and operators must review and resolve any message for a run to be valid. This was evident in the single complaint tecan received where the laboratory detected and determined the discrepancy and as a result no harm occurred. A remedial action has been initiated to inform customers of the software issue and how to avoid it. Customers were encouraged to update the sw version. A response form is being used to document the customer's receipt and decision for accepting the upgrade. The software bug was fixed in sample tracking add-on-multi-instrument v1.3 service pack 1 that was released on august 3, 2018. "This report or other information submitted by tecan under 21 cfr part 803, and any release by FDA of that report or information, does not reflect a conclusion by tecan or FDA that the report or information constitutes an admission that the device, tecan, or its employees caused or contributed to the reportable event."